Event description:
A home pt's (hp) nurse reported an automated peritoneal dialysis hp experiencing a peritonitis episode with an unknown root cause. Per hp's nurse, the hp presented to the clinic with cloudy effluent. Treatment included loading doses of 2 g intraperitoneal (ip) vancomycin, and 100 mg gentamicin ip, followed up by 40 mg gentamicin ip daily for 4 days. The nurse reported that the hp responded to the treatment and drainage bags no longer appeared cloudy. The home pt recovered with no hospitalization required.